Event description:
It was reported that a cartridge change error occurred. There was no reported impact to the customer¿s blood glucose level. No further information was available. Multiple attempts were made by technical support to obtain additional information; however, a response from the customer was not received.